Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down multiple times. After charging the pump, it was reported that the touch screen was unresponsive and the customer was unable to interact wit the pump. The customer's blood glucose level was 269 mg/dl. The customer confirmed that an alternate method of insulin therapy was available.